Event description:
It has been reported to philips that a procedure was interrupted with noises and a grid switch error. The system was in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing the fse identified that the exam room temperature and humidity was outside of specifications which affected the operation of proximity sensors. The fse cleaned and calibrated the bodyguard sensors of x-ray tube and image detector. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. (Device) problem code was corrected.